Manufacturer narrative:
The UDI, expiration and manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on the support patient experienced groin site bleeding . It was stated that the patient¿s heparin dosage was reduced due to this issue. Suction alarms were reported causing the pump speed level to be lowered and the impella position to be confirmed. It was reported that the filling status was low, and the patient was cold and blue. Correct positioning was achieved however, suction alarms remained with low pump flows. It was reported that the right ventricle was empty, one (1) liter of fluid was provided to the patient. Supplementary fluid had minimal effect as the patient did not sustain volume additions. The device was explanted, care was withdrawn, and the procedural outcome is the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.